Event description:
The customer reported that they were experiencing high blood glucose levels due to product malfunction. The customer did not provide specific blood glucose levels. The customer stated that they have been having problems with the infusion sets, the sensors and the insulin pump; some of the infusion sets had bent cannulas. At the time of the phone call the customer's blood glucose was 181 mg/dl. No troubleshooting was performed due to the customer being at work. The customer stated that they had to throw up because of their high blood glucose and disconnected the call. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.